Event description:
It was reported the pt was seen in 03/2005 and displayed no symptoms; however, the aneurysm had slightly increased in size from 6.4mm to 6.6mm with an unknown type endoleak. The physician decided to explant the ancure graft about six weeks later, it was reported that the pt was doing fine.